Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fluid invasion on the device. The user can detect the suggested event by device handling in accordance with the following instructions for use (IFU): ¿cleaning, disinfection, and sterilization procedures: leakage testing: after precleaning, perform leakage testing on the endoscope to ensure that it is waterproof.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed the image became blurred during the hot/cold water test, and found it was due to damage of the charge couple device (ccd) unit. In addition, service found the instrument channel tube was leaking due to a hole in the channel, switch #1 was leaking, and the bending cover was leaking due to a perforation in the bending section. Additionally, the nozzle was missing, the light guide lens was cracked, and the nameplate was missing. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified diagnostic procedure, the image was blurry, and water was leaking. Another similar device was used to complete the procedure with no delay. There was no patient or user injury reported due to the event. This report is being submitted for the malfunction, blurred image.